Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and an irrigation issue was noted during use on the patient. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 30-jul-2024. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during the device was being used on the patient. A pump was not used. A pressure bag was used. No error. The correct catheter settings were selected on the generator. This irrigation issue was originally considered non-reportable, however, bwi became aware of the irrigation issue was noted during use on the patient on 30-jul-2024 and have reassessed the event as reportable. The awareness date for this record is 30-jul-2024.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was noted during the device was being used on the patient. The bwi product analysis lab received the device for evaluation on 02-sep-2024. The device evaluation was completed on 06-sep-2024. The device was returned to biosense webster, inc. For evaluation. A visual inspection and irrigation test of the returned device were performed following biosense webster, inc. Procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 26-sep-2024, noted a correction to the 3500a initial under d4. Primary UDI number as it should have been populated as(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).